Manufacturer narrative:
At the time of the incident, the laboratory operator was not wearing eye protection. Within the magna pure 96 system safety manual, it indicates working without personal protective equipment constitutes a risk to life or health. Wear appropriate personal protective equipment, including, but not limited to, the following items: eye protection with side shields. (B)(4). Na.

Event description:
A laboratory operator, at a customer site in the netherlands, was splashed in the face with liquid waste from the magna pure 96 instrument. After the incident, the operator went to the emergency room where their eye was rinsed for 30 minutes and evaluated by an ophthalmologist. On the next day, the operator went to an ophthalmologist for a second check. A topical cream and eye drops were administrated for 1 week; no further treatment details were provided. There is no report of any permanent damage / impairment of the eye. At the time of the incident, the operator was not wearing eye protective glasses or goggles. The magna pure 96 instrument is designed to perform automated purification of nucleic acids for in vitro diagnostic purposes.